Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the physician experienced some slight friction but continued to advance the coil. Subsequently, the ruby coil became stuck. The physician then attempted to retract the ruby coil; however, it did not move. Therefore, the physician slightly advanced the ruby coil forward and then tried retracting the coil back again. Thereafter, the ruby coil was removed and the procedure was successfully completed using a new ruby coil. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) throughout the procedure. However, the physician did use a syringe to flush in between every other coil used. There was no report of an adverse effect to the patient.

Event description:
Additional information provided on 09/20/2016: the procedure was completed using the same px slim.